Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to function as intended using lab-use only (luo) flowmeter module with no flow discrepancies. Per data log analysis, on (B)(6) 2020, there were several pod initialization failure eeprom checksum invalid (0) error. This indicates that there was an issue with the flow module.

Event description:
Additional information received that the issue was discovered during set-up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, the flow module log only goes back to 29-may-2020 at 12:17:18, system log covers all of 29-may-2020. The original sensor serial number reported by flow module 01719 was s343 (on 29-may-2020). On 02-jun-2020 the sensor serial number was now reported as (B)(6), and later (B)(6). The pod initialization error (eeprom checksum invalid) event occurred each time the sensor was disconnected and was likely not an indication of a problem. Most likely the customer swapped both the flow module and the flow sensor as they were trying to troubleshoot the issue they were having. It was likely that the sensor resolved the issue, that was why they wanted the sensor replaced. It was possible that they were having an issue with the sensor coupling to the tube causing flow to not be reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) tested the flow system and could not duplicate the problem. Per request of the customer, he replaced the flow sensor. The unit operated to the manufacturer's specifications. The suspect flow sensor was returned to the manufacturer for further evaluation.

Event description:
It was reported that the flow module had gone out. No other details regarding the nature of this event were provided.